Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt's wife reported, that she was assisting the pt in changing the insulin cartridge and she incorrectly removed it from the infusion device. She stated that she pulled the cartridge out of the device instead of unscrewing it and insulin leaked into the cartridge compartment. The caller was instructed on how to clean the insulin out of the infusion device. The caller was instructed on how to insert a new insulin cartridge into the device and the device functioned properly. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.